Event description:
Customer states that sporadically there are strings of red blood cells in the tubes. Customer state that tubes are inverted 10 times and sit for 30 minutes before spinning. Tubes are spun either for 10 min at 3275 rpm or 15 minutes at 3296 rpm. Tech service provided IFU and highlighted the recommendations; also emphasizing tubes need to sit upright when clotting. Complaint reported by mckesson."

Manufacturer narrative:
The date of the event could not be obtained from the customer. Samples were requested to the customer and their investigation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint: (B)(4): received 1 rack and 1pc 455071p/b24073el for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and additive content. Tubes were verified to be correctly assembled. Additive content was found to be within specification in all tested samples. This portion of complaint is not confirmed. The returned loose tube was visually inspected. A burn mark was observed on the tube wall. No contamination was present. This portion of the complaint is not confirmed. Corrected data: h6: health effect - impact code, medical device problem code, type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.